Manufacturer narrative:
(B)(4). Date of initial report : 04/20/2016. Date of follow-up report : 04/27/2016. One used ls1500 was received for evaluation. Visual inspection found the jaws damaged. The customer reported that during cutting the instrument broke and had to be removed. The reported condition was confirmed. The investigation found the instrument was very bloody and subjected to heavy use. The tip was bent and the seal plate separated causing the plastic amodel bridge piece to disengage. The missing piece was not located. The bent tip indicates the user grasped a thick or hard bundle of tissue using the tip of the jaws causing the tip to bend. The investigation identified the root cause of the reported event to be the user applying excessive force while grasping with the tip of the jaws. The IFU states, grasp the intended vessel and/or tissue in the center of the jaws. Markings on the jaw indicate optimal tissue placement.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that during esophagus-resection, one side of the device jaws broke. Another ligasure device was used to continue the procedure. No patient injury reported. Upon receipt on 04/06/2016 of the device for investigation, it was noted that the jaw tip is bent and the seal plate is separated. A piece of the amodel bridge is missing, not returned with the device. Multiple attempts to contact the site for location of missing amodel bridge piece were made without success. Location of missing device piece is unknown.